Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Monitor exempt per wi-7915 known possible complication of joint replacement surgery. After review further review of the x-rays bone loss on the medial side of the tibia can be confirmed. Infection, deep vein thrombosis, wound dehisence, and hematoma could not be confirmed. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled: ¿literature received entitled: "medial tibial stress shielding: a limitation of cobalt chromium tibial baseplates" written by j. Ryan martin, md et al., published the journal of arthroplasty 32 (2017) 558-562 was reviewed for MDR reportability on 09/23/2019. The article retrospectively reviewed 3 cohorts of 50 patients that had a preoperative varus deformity and were implanted with a titanium (competitor components), cobalt chromium (cocr)sigma rotating platform cocr tibial base plate, or an all polyethylene sigma tibial implant. A radiographic comparative analysis was performed to evaluate the amount of medial tibial bone loss in each cohort. The results were noted to be that the cocr had a statistically significant increase in the medial tibial bone loss compared with the other 2 cohorts. The all polyethylene cohort had a significantly higher final knee society score and was associated with the least amount of stress shielding. The report noted that each of the cohorts showed a certain amount of bone loss. The poly sigma group had 2 patients with bone loss, and the sigma rotating platform knee group had 28 patient¿s with bone loss. The competitor knee was noted to have 6 patients with bone loss. Complications for the sigma rotating platform cocr knee included: 2 dvt/pe¿s, 1 hematoma, 1 dehiscence, and 1 infection. The complications noted for sigma all poly knee included: 1 dehiscence and 1 infection.